Manufacturer narrative:
(B)(4). Patient codes chosen because by event description the patient was in distress of an urgent degree and unknown cause prior to the alleged device malfunction. Per customer report, the patient's current condition is unknown as patient was transferred to another facility. The device involved in this complaint was not returned for evaluation by the manufacturer. No device history record review was performed since customer did not provide lot number. Complaint cannot be confirmed. Device sample is needed to confirm the alleged defect reported. Root cause unknown. Corrective actions cannot be assigned. Teleflex will continue to monitor and trend for customer feedback of this nature.

Event description:
Customer complaint alleges ""in an urgency situation, we had difficulties to infuse oxygen to the patient. The manometer we had did not have a connector to plug directly the oxygen. So we used an aquapak. (Cont.) The aquapak was whistling and inflating and thus was useless because the female patient remained in hypoxemia." "The patient had to be transferred to another hospital because she was badly oxygenated so I cannot tell you her current condition."